Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to flattened dome (no crease). The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. The customer's blood glucose was 212 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.